Event description:
The customer reported that the system was running a higher voltage, would not boot and needed to be recapped. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The c-arm transformer was restrapped. The system was tested and found to be working as intended and put back into service.